Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: analysis and results - there are no previous complaints of this code-batch. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to make a decision. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion- without samples we are not in a position to study if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.

Event description:
It was reported that the needle detached from the suture. It was noted that on 6 of the sutures used, it detached from the needle during tying of a knot. No further information was provided and no patient information is available. This report concerns the sixth instance. Associated medwatches: 3003639970-2019-00011; 3003639970-2019-00012; 3003639970-2019-00013; 3003639970-2019-00014; 3003639970-2019-00015.